Event description:
It was reported that during an attempted implant, the torque was difficult when the physician began to bore the lead into the septum, and the impedance had risen. Via x-ray, the lead did not appear to travel significantly into the septum. The lead was removed noticing a barber pole appearance at the mid-proximal end of the lead. It was believed that while attempting to bore into the fibrotic scar in the septum, torque built up in the lead lacking advancement. The lead was replaced and successfully implanted in the left bundle region. There were no adverse health consequences to the patient.

Manufacturer narrative:
The reported event of high pacing lead impedance, twisted insulation, and difficulty to advance was not confirmed. As received, a complete lead with stylet inserted was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies, and the barber pole effect at mid-proximal region was not observed on the lead. After cleaning and applying torque to the connector pin, the helix could be extended and retracted with no anomalies noted. The helix extension length was measured within the specification.